Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, off no power test, unexpected restart error test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump passed the stop current and run current tests. The insulin pump had cracked case at display window corner.